Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Sales rep received information one of the four spikes at instrument´s tip broke off. No surgery delay, no adverse consequences for patient/user reported, no part remaining in patient body.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device confirmed reported breakage. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.